Event description:
Injector said: injected patient's cheeks at the end of may, and the swelling hasn't gone down on one side. Injector said: its hard and swollen and has been that way since she was injected. It was only on one side.